Event description:
It was reported that the surgeon attempted to implant the articular surface but it wouldn't lock into place. The surface was removed and the baseplate was irrigated. Surgeon again, attempted to insert with the same result. A second surface was opened and implanted w/o any difficulty.

Manufacturer narrative:
Eval summary: an eval of the device concluded that one side of the inner dovetail lips is compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Eval code: review of the device history records did not find any deviations or anomalies. The articular surface was returned with dovetail damage that is typical of a failed attempt to install. Dimensional readings are conforming to print specifications.